Manufacturer narrative:
Product analysis summary; the device was returned and analyzed. The device failed to meet specification for internal gas composition. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was retrieved from inventory for assessment. Residual gas analysis determined that the crt-d had unexpected internal gas composition. There was no patient involvement.

Manufacturer narrative:
The device was returned and analyzed. Device failed extended high voltage cycle testing and failed residual gas analysis for internal device minimum nitrogen content. If information is provided in the future, a supplemental report will be issued.